Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners noted during the visual inspection. They were unable to prime during the prime/compromised force sensor system alarm test due to moisture damage noted in the force sensor resistor. There were no compromised force sensor system alarm alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 9.7 mmol/l. Customer stated that the pump was not working while they were doing an infusion set change. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.